Event description:
Pt was a (B)(6) old male with an occlusion of basilar artery (ba) and m1 of left middle cerebral artery (mca). Physician made one pass with a merci retriever v 2.5 soft for the left mca m1 occlusion. Pt had a thrombolysis in cerebral infarction (tici) score of 2b after treatment. Urokinase selective arterial infusion was performed for ba occlusion. A hemorrhage due to recanalization was confirmed post-operation on a CT scan at the head of caudate nucleus, the cortex of lentiform nucleus, m2, m3, m5 and m6. Conservative management was performed for the hemorrhage. Tissue plasminogen activator (t-pa) was not administered to the pt during procedure. Pt expired on (B)(6) 2011. Physician stated that the pt's family did not choose life-prolonging treatment and that the pt's hemorrhage progressed as a natural course of the disease and the pt passed away. Physician also stated that the pt experienced cerebral infarction at the right hemisphere within (B)(6) months of the procedure, which was confirmed by CT and MRI scans.

Manufacturer narrative:
There was no evidence of concentric medical device malfunction and the device instructions for use lists related possible complications. Also, while the concentric medical device use may have caused or contributed to the pt outcome, there are other factors independent of the subject device (e.g., pt factors, device use factors, other devices employed, drugs administered, etc.) That also may have caused or contributed to the outcome. Because the device was not returned to concentric medical, a complete investigation could not be performed. Also, because the lot number for the device was not reported to concentric medical, the mfg records for the merci retriever v 2.5 soft device could not be reviewed.